Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system oversensed the respiratory rate trend (rrt) signal on the non-boston scientific right atrial (ra) and right ventricular (rv) leads. In addition, loss of capture (loc) occurred on the rv lead, and intermittent high out of range pacing impedances were noted. Technical services (ts) discussed disabling the rrt sensor and recommended troubleshooting options. Additional information was received which indicated the patient did not experienced greater than two seconds of asystole. The rrt sensor was disabled and the physician will continue to monitor. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system oversensed the respiratory rate trend (rrt) signal on the non-boston scientific right atrial (ra) and right ventricular (rv) leads. In addition, loss of capture (loc) occurred on the rv lead, and intermittent high out of range pacing impedances were noted. Technical services (ts) discussed disabling the rrt sensor and recommended troubleshooting options. Additional information was received which indicated the patient did not experienced greater than two seconds of asystole. The rrt sensor was disabled and the physician will continue to monitor. This crt-d remains in service. No adverse patient effects were reported.